Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI #: unknown.

Event description:
It was reported that an employee dropped an unspecified bd insulin syringe during use and suffered a needle stick injury to his/her middle finger. It is unknown if medical intervention was provided.